Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(6) 2022, (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp), via the manufacturer¿s representative, regarding a patient who was implanted on (B)(6) 2019 for a advanced evaluation (ae) trial evaluation. It was reported that the bandage was removed and an infection was apparent. There was pus draining on the field, the site was warm to the touch, and was raised. The lead was removed and the trial patient placed on antibiotics. The issue was reported as resolved at the time of report. Relevant medical history included diabetes. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.